Manufacturer narrative:
This supplemental report is being submitted to correct the reporting of this event. Per the olympus sales representative, this was not a complaint. The representative was requesting assistance during installation. There was no allegation of a device malfunction. This event is not a complaint. The complaint record will be closed by the manufacturer as non-valid.

Event description:
Additional information was provided by the olympus sales representative on 29jul2021. The representative clarified that they had incorrectly installed the processor and contacted the technical assistance center to help correct the installation. There was no device malfunction and no allegation of device malfunction.

Manufacturer narrative:
An olympus representative advised the customer on troubleshooting the device. The customer cycled power to the device and unplugged it. The customer plugged the device back in and powered the device on. The error cleared. The customer also assigned a scope switch to narrow band imaging (nbi) and advised the nbi function is now operating. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the visera elite ii video system center displayed an e116 "observation mode change failed" error. The device also did not show narrow band imaging was present. There was no patient harm or impact to patient care reported for this event.